Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that high-energy instruments (such as radiofrequency devices) were used without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis lucera duodenovideoscope exhibited burn marks on the tip of the main body, burn on the forceps elevator, peeling of adhesive light guide lens. There was no patient involvement.